Event description:
It was reported that loss of atrial capture occurred. The the device was reprogrammed to vvir and atrial capture will be assessed at the next follow-up.

Manufacturer narrative:
No medwatch form was received.